Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code 4581 appropriate term/code not available used for symptom of esophagitis.

Event description:
It was reported that replace sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced an unknown sensor issue which occurred 5 days after sensor insertion into the abdomen. On (B)(6) 2024, the patient¿s son called to report request a sensor replacement as the patient had a sensor which resulted in a ¿replace sensor now¿ alert. The reporter was unable to provide any other details regarding what led up to the ¿replace sensor now¿ alert. However, it was mentioned that this has occurred with the patient¿s last three sensors (3rd and last sensor captured in this complaint). At some point after the patient¿s 3rd sensor failed, the patient (who was in an assisted living facility) was hospitalized (the length of stay at the hospital less than or more than 24 hours is unknown) with a blood glucose level over 1000 mg/dl. During the event it was reported that the patient was vomiting and had esophagitis. The reporter stated that the patient¿s 3rd sensor failed at some time the day before the patient¿s hospitalization, however, a specific time frame of how long the patient was without a sensor and when they went to the hospital is unknown. It was also not specified if the patient was using a bg meter as a back-up during this time. Although attempts to follow up with the patient and reporter for additional event details were made, contact was unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.